Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not responding. Customer stated that sometimes buttons working fine but sometimes they did not work and had to press them multiple times. The middle button was unresponsive. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer had to press the buttons a couple of times to get it to the next screen. The buttons were now responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.